Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), observed on a pt's right eye at two day post lasik procedure. Reporter indicated increased topical steroid dosage followed by scheduled taper. Pt noted as asymptomatic. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).